Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump for multiple read outs on the screen; this condition had the potential to interrupt delivery. This condition was found in the medical surgical department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "multiple read outs on the screen" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective main display. The main display was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.